Event description:
It was reported that the type of infection was methicillin-resistant staphylococcus aureus (mrsa) and morganella morganii. The patient also had a few gram positive cocci in pairs and many staphylococcus auerus, which were abnormal. The patient had moderate purulent, serosanguineous, yellow drainage from the driveline wound. The patient completed a course of intravenous (IV) daptomycin and ertapenem that were stopped on (B)(6) 2021. The abnormal labs were potassium of 2.6 mmol/l and calcium of 5.7mg/dl.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline infection reported under MFR # 2916596-2021-04136 and MFR # 2916596-2021-05086. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with reported low potassium. The patient had an appointment with infectious disease due to heavy left ventricular assist device (lvad) driveline drainage, and the patient was sent to the emergency department due the abnormal lab work. The patient stated to have abdominal pain since the infection around the infection site, which had not changed in quality. The patient additionally scratched site of lvad again which started purulent drainage. The patient's driveline infection was being treated with daptomycin and was stared started on ertapenem (B)(6) 2021. Based on the new scratched site with purulent drainage, this was classified as a new infection superimposed on existing infection.